Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The patient reported via phone call that the insulin pump kept alarming no delivery despite troubleshooting for the site, set tubing, insulin pump, and reservoir. The patient was hospitalized for high blood glucose; her blood glucose was 691 mg/dl at the time of admission. The patient experienced diabetic ketoacidosis and she was treated with a continuous IV drip and manual insulin injections. The patient's blood glucose has since decreased to the 200 mg/dl range. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No excessive no delivery alarms noted. The insulin pump functioned properly. The insulin pump was received with cracked reservoir tube lip.